Event description:
During a c-section, needle broke in patient back. Once baby was delivered, needle was surgically removed. To date, no reported injury to patient and baby.

Manufacturer narrative:
Evaluation summary: one spinal needle was returned for analysis of failure. Microscopic examination revealed a severe residual bend along with the presence of shear lips and tubing ovality, or a deformation from the normal circular cross section. These characteristics when observed together and viewed in context are reliable indicators of a bending restraightening mode of failure. The stylet returned also shows bending at exactly the expected point which aligns with the failure of the cannula. These observations suggest that the cannula was bent which lead to the subsequent fracture. There is no indication of any manufacturing related defect. A review of the complaint files did not reveal any other incidents of this nature with this product lot. It is important during injection with a needle cannula of this gauge, to maintain a straight axial force to minimize deflection and subsequent bending of the needle. If a needle becomes bent, it should be replaced. No attempt should be made to re-straighten a bent needle since breakage is very likely to occur.